Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 30.0 mmol/l (540 mg/dl) while wearing the pod between 37 and 48 hours. The patient was experiencing symptoms described as "dry mouth, felt dizzy, tired, felt sickly and not able to focus very clearly" and called emergency service (paramedics). When the patient removed the pod from the infusion site (arm), the pod's cannula was found bent. Once the paramedics arrived, they attended on site for observation and monitoring but did not administer medical treatment or transport the patient to the hospital. The patient self-administered corrective insulin (novo rapid) by injection, after which blood glucose levels gradually improved and returned to normal.